Manufacturer narrative:
The device received compromised force sensor system alarm during the basic occlusion test due to loose or flushed drive support disk. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system, excessive no delivery or verify motor error alarm due to compromised force sensor system alarm. However, the device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin squirts out during manual prime. Customer¿s blood glucose was 12.0 mmol/l at the time of incident. Customer stated that the insulin pump drive support cap was normal, and it was not bumped or dropped. The customer was advised to discontinue use of insulin pump and revert to back up plan per healthcare professional instructions. The insulin pump is being replaced and expected to return for analysis.